Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging issues with the backlight and fading display on his onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient manages his diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to his usual management routine. After the start of the alleged issue, the patient claimed he felt symptoms of ¿like a heart attack¿ and clammy. No treatment was specified. At the time of troubleshooting, the cca noted there was no indication of misuse. The alleged issues were not resolved with training. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.